Event description:
The physician attempted closure of an arteriotomy site with the perclose a-t (closer ak) device following an interventional procedure. Fluoroscopy was not performed prior to the procedure; however, no vessel calcification was reported. The physician did not experience any issues with insertion of the device. Mark was not experience any issues with insertion of the device. Mark was achieved and the device was deployed. Upon removal of the device, "the device broke at the suture bearing." The distal portion of the device remained in the vessel. Via a contra-lateral approach, a retrieval apparatus was used to recover the broken portion of the device. Hemostasis was achieved with manual compression, and the pt did not suffer any complications as a result of this incident.